Event description:
During a remote follow-up, noise that led to oversensing was detected on the right ventricular (rv) lead. The rv lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.